Event description:
Pt had initial abdominal surgery in 2004 for lysis of adhesions, left colon resection, and colostomy. Pt developed a post-op ileus and had some nausea and vomiting. During an episode of violent vomiting had a dehiscense of the upper portion of their wound, secondary to the breakage of a running fascia suture of #1 maxon. Pt was taken to surgery and this was repaired. On repair, two more sutures broke while surgeon was tying a knot of the same lot #.